Event description:
Strangulated bowel. A patient, whose medical history is remarkable for a partial distal gastrectomy for stomach cancer in 2001, had an ivh (intravenous hyperalimentation) catheter placed in 2002. Current medications included amoban (zopicione) since 2002 for insomnia, bscopan (scopolamine butylbromide) since 2002 for stomach pain, foipan (camostat mesilate) and zantac (ranitidine hydrochloride) since 2002 for reflux esophagitis. They underwent a low anterior resection of the rectum for rectal carcinoma in 2002. The site of the operation was considered to be semi-contaminated. Flumarin (flomoxef) was administered prophylactically for the prevention of infection until 2002. Two sheets of seprafilm were applied in the pelvic cavity as well as under the midline incision in the lower abdomen. The skin was instrumentally anastomosed and the first layer was sutured with an interrupted suture technique. The same suture technique was applied to the skin layer. A penrose drain and plait (open) drain were placed. Drainage was favorable immediately after placement. The patient was discharged (date unknown). In 2002, the patient was admitted to the hospital with severe abdominal pain, nausea and vomiting. Analgesics were administered without relief. Lab test results revealed a wbc of 12,740 with neutrophils of 81.3%. A laparotomy was performed revealing an extremely localized adhesion to the small intestine under the lower midline incision. The mesentrium of the adhered area was found strangulating the other part of the small intestine as a funiculus, which led to bowel necrosis. The necrosed area (approximately 80cm) was removed. At the time of this procedure, the seprafilm from the previous surgery had disappeared. Flumarin (2g) was again administered unitl 2002 for prevention of post operative infection. In 2002 the patient had recovered and was discharged. The treating physician assessed the event as attributable to the insufficient effect of seprafilm and indicated other possible causes included the operative procedure. Action taken: laparotomy, flumarin 2g - 2002